Event description:
It was reported that when patient presented to clinic for normal follow up, a decrease in pacing lead impedance and sensing and high threshold were observed. Imaging did not reveal any anomalies. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.